Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had a motor error alarm while priming on the insulin pump. The customer's blood glucose level was 129 mg/dl. The customer was advised to disconnect to the insulin pump. The troubleshooting was performed and it was decided to discontinued the use of the insulin pump and revert to back-up plan. The customer was advised to return the insulin pump and it will be replaced. No further information needed.